Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was sent to the service center for evaluation. Neither the fault reported by the customer could be verified nor another fault was found. Functional test according to test procedure completed. By built-in-test (bite) indicated fault codes analyzed. Unit cleaned. Unit calibrated newly. 1hr.- output power test completed. Functional test performed. Electrical safety test completed. Safety test checklist enclosed. This complaint is not confirmed, as the device functioned as intended. No possible root cause could be determined on how the user experienced any issues with this device. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in spain that during an unspecified surgical procedure, it was observed that the coagulation did not go up in the vapr vue generator device. There was a slight delay in the procedure, but the reporter was not able to provide the specific amount of delay. A spare device was available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.